Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported approximately 1 year post the index procedure, follow up CT identified a type iiib endoleak with suspected infolding occurring at 2/3 of the proximal most covered stent of the bifurcate stent graft. Open surgical repair of the type iiib endoleak was completed and the graft hole was sutured. Thrombus was removed from the aneurysm sac and a patch was stitched over the type iii hole identified. Per the physician the cause of the type iiib endoleak and infolding was anatomy related due to thrombus (outside the stent graft) and shortening of the limbs. It was confirmed that there were no loss of seal distally. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1613c156ee, serial/lot #: (B)(4), ubd: 25-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information: it was noted that an endoleak has not been seen since the secondary intervention film evaluation summary: the reported endoleak was confirmed on the films provided. Lack of pre-implant CT's did not allow for a thorough assessment of the p re-implant anatomy. Selective angiograms, including endoleak interrogation (i.e. Injecting contrast at different levels within the stent graft) were not provided. It was reported the patient underwent an open repair where a type iiib fabric endoleak was identified and a patch was stitched over a hole in the graft's fabric and no endoleak was noted since intervention. The exact cause of the endoleak could not be fully determined from the cts available. Apart from the sharp angulation noted, there was no other obvious anatomical characteristics that could have contributed to the type iii fabric endoleak (i.e. Calcification). Fabric wear due to crease fatigue and/ or fabric abrasion from adjacent stent (s) are potential root causes. The sharp proximal stent graft angulation and potential aneurysm morphology changes during the implant duration, may have also exacerbated the fabric abrasion wear. The reported infolding appeared most likely to be a result of the severe angulation noted in the bifurcate stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.